Event description:
The hcp reported the patient had spotty drainage where the left extension and electrode connectors resided. In february, the patient underwent wound debridement in the left parietal area. Mrsa wound infection was noted. The patient received chronic antibiotic treatment, however, the wound continued to drain. In may, the patient was admitted to the hospital for removal of the device system. No complications post removal. Medications at the time of the event included sinemet 25/250; sinemet cr 50/200; lorazepam 0.5 mg; mirapex 1.5 mg; effexor 150 mg; baclofen 10 mg; azilect 1mg; seroquel 25 mg; rocephin, vancomycin; zofran 4 mg. Refer to medwatch report # 2182207200700908.